Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that all of her infusion set cannulas were bending. She said that she had just started on a new insulin pump and has been on it for 3 weeks now. She is out of infusion sets now. She said that her blood glucose has been high ever since, as high as 500 mg/dl. She has been treating with the pump. The customer woke up the morning of the call and her blood glucose was 399 mg/dl and was 488 mg/dl while she was on the phone. During bent cannula troubleshooting, the customer stated that her sensor bent during the first day of use. She was advised to change the infusion set and to return it if possible. The infusion set and the insulin pump will not be returning for analysis.